Event description:
The customer reported that the machine shut down with a bang during treatment with no error codes. It was not possible to start the machine again. Blood loss volume not reported. Reported machine runtime runtime 3100 (h).

Manufacturer narrative:
No pt injury or clinical consequence was reported. The MFR has conducted a visual analysis of the faulty power supply and found a broken component. Gambro renal products has also requested additional info relating to the pt in this incident. The MFR has confirmed reported problems related to defective power supplies. A follow-up or final report will be submitted after the conclusion of the investigation.